Event description:
Reporter indicated a vns dell x50 handheld computer would not charge properly. The computer and flashcard were returned for analysis. No anomalies were noted with the flashcard or software databases. During the computer analysis it was identified that the computer was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board.